Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider had a few issues; after pressing the activation button it takes about 30-60 seconds to hold the position and sometimes it was not holding at all, the unit vibrates with a small noise when it was turned on and also the charger was not recognizing the batteries. The battery displayed less than 10% of charge when it was charged for hours in the charging port. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. 5 batteries were returned. The charger was returned. There was no foot switch included. A functional evaluation was conducted. The customer's charger's diode indicated that each customer battery was receiving a charge. The batteries etched with the dates of mar21 2016, mar30 2016, july8 2018 and june13 2015 were charged until the indicator diode on the customer charger was green. These four batteries did not hold a charge and were defective. The battery that had no date inscribed, but had a sticker that read "dead" was charged until the indicator diode on the customer battery charger turned green. This battery charged and functioned as designed. The customer spider 2 was cycled on and off 50 times with this battery. No issues were found. The customer battery with the "dead" sticker was utilized to functionally test the device. The distal quick connect would unscrew from the distal ball. There appeared to be adhesive on the threads of the quick connect. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. The piston migration was at 1.21 inches. The complaints of not holding, noisy and battery problem were confirmed and the root cause has been determined to be defective batteries. The complaint of charger not recognizing was not confirmed. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.